Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety, product/procedure.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii and patient concern with the product. Healthcare professional additionally reported patient "suffered from breast implant illness for 5 years, fatigue, joint/muscle pain and wants implants replaced"; these events are not related to the device however, upon further review the devices were past the expiration date when implanted "five years ago." Device has been explanted. Device was implanted beyond the expiration date.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases and three linear openings. A microscopic analysis and leak test were performed which identified three striated openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is three striated openings assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii and patient concern with the product. Healthcare professional additionally reported patient "suffered from breast implant illness for 5 years, fatigue, joint/muscle pain and wants implants replaced"; these events are not related to the device however, upon further review the devices were past the expiration date when implanted "five years ago." Device has been explanted. Device was implanted beyond the expiration date.